Manufacturer narrative:
The company service rep examined the system and no problems were found. The customer follows the proper cleaning and sterilization recommendations for the handpiece. The system was then tested and met all product specs. The particle has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "particle noted during phaco" (particulates). The surgeon reported that during phaco a particle was noted. The particle did not look metallic. The customer uses all consumables only once. No pt injury was reported.